Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested troubleshooting assistance. Ts discussed troubleshooting options with the hcp. The hcp stated to discuss plans to address the ra lead issue with the physician. At this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested troubleshooting assistance. Ts discussed troubleshooting options with the hcp. The hcp stated to discuss plans to address the ra lead issue with the physician. At this time, this ra lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that this right atrial (ra) lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.